Event description:
Patient reported left side "capsular contracture," baker grade unknown and "calcification." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, left side "capsular contracture, baker grade iii/IV. And calcification". The device has been explanted and replaced with non-allergan device. The device has been discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, red particles on the surface of the shell, encapsulation 100%. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.